Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received the serial number label missng and moisture damage on the motor and force sensor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated insulin pump got exposed to water then just turned off. Customer reported there was fluid in the battery compartment. Customer stated o ring was not in place. Customer stated o ring was not free of debris. Customer stated battery cap was not damaged. Customer stated the home screen appeared on the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.